Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device is overall functional, but the teslaspy unexpectedly goes off. The teslaspy board and the control board are already exchanged but the teslaspy still alarms (red light). I reset it with no issues and have gone through the calibration process numerous times. There is no obvious trigger on why it keeps alarming.". This occurrence was noticed during patient ventilation. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.